Event description:
The account generated a false elevated architect ca19-9xr result of 273.23 u/ml on specimen ID (B)(6). The specimen was repeated with architect ca19-9xr of 5.13 and 6.36 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier did not allow enough spaces to contain the patient identifier in entirety. The entire patient identifier is (B)(6). This report is being filed on an international product, list number 02k91-25, that has a similar product distributed in the us, list number 02k91-27. (B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
A review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did not identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 31108m500. Acceptance criteria were met, which indicates acceptable product performance. A review of the product labeling concluded that the issue is sufficiently addressed. Panel testing shows that the likely cause lot performed per specification. This issue was for a discreet patient sample and the retest result was as expected and there is no indication what caused the initial result. No product deficiency was identified.